Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a procedure, the ceramic broke.no harm to the patient.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The points of the ceramic breakage exhibits no unusual structural conditions, no pores inclusions or foreign bodies could be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: most likely the ceramic breakage was caused by a mechanical overload situation. An indicator for leverage overload effect is the alignment of the jaw parts, which can cause a ceramic breakage. According to the IFU, this kind of instrument is designed for delicate use only. No CAPA is necessary.